Event description:
A patient reported they were not able to get a reading because meter allegedly would not start. Patient was not feeling well. They reported symptoms of nausea and dizziness. Patient did not test with any other equipment. Treatment was medication for diabetes. No further information has been reported.